Event description:
It was reported that this pacemaker system declared a lead safety switch (lss) on the right ventricular (rv) lead due to high out of range (oor) pacing impedances, measuring greater than 2000 ohms. Prior to the lss, there was a signal artifact monitor (sam) episode declared as the rv lead was oversensing the minute ventilation (mv) signal. On the sam episodes there was low oor pacing impedances, measuring less than 200 ohms. Pocket manipulation was performed and a small amount of noise was reproduced in the bipolar sensing configuration. Boston scientific technical services (ts) discussed if it was a lead issue there would likely be more noise with pocket manipulation, therefore, this could be a spring contact connection issue. It was noted in the last 10 tens days the right ventricular automatic capture (rvac) feature ran 37 tests, when it should have run approximately 11. Ts recommended replacing the device as well as the rv lead, unless, pacing system analyzer (psa) testing indicates a clear lead issue. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.